Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens unfolded upside down. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) and the lens unfolded upside down. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted.